Manufacturer narrative:
This report will be updated upon receipt of device, and when the final analysis results are available.

Event description:
It was reported during the procedure, the physician started with the right ventricle and right atrial leads. The left subclavian vein was punctured, and the pulse generator was implanted in the axillary location. After the ra lead was in the correct position during the tunneling, both leads dislodged. The physician attempted to maneuver the ra lead with the stylet, and observed that the stylet had perforated (near the middle) through the lead. A new ra lead was used to complete the procedure. No adverse effects were reported, and the lead is expected for return.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection confirmed a cut in the outer insulation approximately 13cm from the terminal pin. The damage is consistent with a stylet escaping the lead's inner lumen.

Event description:
It was reported that during the procedure, the physician started with the right ventricle and right atrial leads. The left subclavian vein was punctured, and the pulse generator was implanted in the axillary location. After the ra lead was in the correct position during the tunneling process, both leads dislodged. The physician attempted to maneuver the ra lead with the stylet; however, observed that the stylet had perforated (near the middle) through the lead. A new ra lead was implanted to complete the procedure. No adverse patient effects were reported. Additional information: this report has been updated to include the final analysis results.